Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the distal set-up joint (suj) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the distal suj. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted rectal polypectomy surgical procedure, the surgeon informed that they were getting a constant recoverable fault on universal surgical manipulator (usm) 2. Prior to the call, the customer had power cycled the patient side cart (psc) multiple times. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and found issues pointing to usm 2 and distal set-up joint (suj). The surgeon decided to start the procedure with 3 arms (arm 2 deactivated). The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal set up joint (suj) was analyzed and found to have no failures. The error was not replicated in-house but confirmed in the logs. The complaint was confirmed based on the field evaluation.